Manufacturer narrative:
The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback. The exact cause of the venous air alarm cannot be determined, however, per the user's guide, the most likely causes of air in the venous line includes loose connection or disconnection between the patient and the blood pump, arterial access dislodged or disconnected, or air in saline for priming bolus or rinseback. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment, which could not be resolved. The operator discontinued treatment without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.